Event description:
It was reported that bd nexiva catheter is broken/cracked. The following information was provided by the initial reporter: tip of catheter is broken/cracked.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.